Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor had particulate matter inside the bladder. The device was filled with desferrioxamine. There was no patient involvement. Additional information was requested and is not available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). Manufacture date: march 3, 2014 ¿ march 4, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection white particles ranging in size from 0.20 ¿ 0.40 mm were observed floating in the fluid within the bladder. Fourier transform infrared spectroscopy determined the particles to be polyester. The reported problem was verified. The cause of the problem is unknown. Should additional relevant information become available, a follow-up MDR will be submitted.